Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging elevated blood glucose (bg) levels while using the pump. The patient did not trust the pump and claimed that her health care provider was demanding a replacement. The patient indicated that her bg was around "140 mg/dl" earlier on (B)(6) 2011. At 3:00 pm that day, the patient reportedly changed the site/set/cartridge. After the changes were made, the patient claimed that her bg levels gradually increased. The patient was not willing to disclose her bg level on the evening of (B)(4) 2011. At an unspecified time during the morning of (B)(6) 2011, the patient claimed that her bg level was "525 mg/dl." After administering a correction bolus at breakfast time, the patient claimed that her bg level increased to "542 m/gdl." At that point, the patient went onto her backup plan for insulin delivery via injections. With injections, the patient claimed that her bg level came down to "280 mg/dl." She denied having symptoms of nausea, vomiting, or shortness of breath. She did not check for ketones. The patient had reportedly contacted animas on (B)(6) 2011, and reported a loss of prime issue. However, the patient denied on (B)(6) 2011, that she had additional loss of primes. No associated alarms were found in the alarm history. The prime history and tdd were reportedly correct. The patient denied observing any leaking. The patient indicated, however, that she was using insulin directly from a refrigerator to fill her cartridges. The pump was programmed as desired. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed elevated bg levels that meet animas' criteria for a serious injury while using the pump. She also indicated that her health care provider was demanding the device be replaced.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.